Manufacturer narrative:
(B)(4). Evaluation of the device logs confirm the occurrence of the reported alarms during ventilation mode. The logs show that the alarms were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
It was reported that the ventilator alarmed for ventilation stopped while being used on a patient. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our fse investigated the ventilator onsite, no fault was reproduced. The control pc board was replaced and returned for investigation. The returned pc board was mounted into a test device for simulated use testing. The system pre-use check passed successfully both before and after a simulated ventilation test. No deviations or technical error codes were noted during the test period. The reported problem has not been able to be reproduced in our laboratory environment. The evaluation of the device logs confirm the occurrence of the reported alarms during ventilation mode. The logs show that the alarms were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. Our conclusion is that the problem was caused by the control pc board. It was most probable caused by a temporary corruption of data, or data was momentarily perceived as corrupt by the breathing subsystem at the time of the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).